Event description:
Related manufacturer reference number: 1627487-2022-01330. It was reported the patient experienced difficulty charging the ipg. Later the patient's ipg turned inoperable and patient lost stimulation. As a result, surgical intervention occurred twherein the ipg was explanted and replaced to address the issue. During the procedure, the physician cut the lead.

Manufacturer narrative:
Correction section h6: medical device problem code should have been 1670 - use of device problem instead of 4008 - material split, cut or torn in the previous report. It was reported that during the procedure, the physician cut the lead. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.